Event description:
It was reported that an implanted vena cava filter was found to be tilted. The filter was implanted infrarenal. After one week, the pt had a recurrent pe. Films indicated that right above the filter on the left side, the cava funneled out. It caught the upper arms and tilted the apex against the cava wall and spread the legs a little bit, causing a twist. There is no perforation. The inner diameter of the ivc is unknown, but looks average on images. There were no interventions after the placement of the filter, however, prior to the filter the pt did have a chest port. There are no plans to remove the filter at this time and the pt is asymptomatic. The pt is currently transitioning to hospice care, due to metastatic brain cancer.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was not returned for eval. Based on the info received, the results are inconclusive and the root cause of the event is unknown. As reported in the event description, the pt had a vena cava that "funneled out" above the filter. It is probable that this unusual anatomy contributed to the filter malposition. The current IFU (instructions for use) states: potential complications: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels.